Manufacturer narrative:
(B)(4) method: the subject device, two units of rd1300-10 neopuff t-piece circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the analysis of the returned devices, information and description of events provided by the healthcare facility, and our knowledge of the product. Results: during visual inspection and testing of the subject devices, the peep valve was found to be tight and hard to rotate it both clockwise and anticlockwise directions, confirming the reported failure. Although, the valve was found to be tight, the peep pressure can be set, and the circuits passed functional testing. Further investigation has confirmed that the incompatible peep valve cavities were used to manufacture the subject devices. Conclusion: the cause of the reported failure is due to the use of an incompatible valve cavity during manufacturing of the subject circuits. As a corrective action, a new tool is being developed and planned to be released to manufacture the rd1300-10 neopuff t-piece circuits in august 2025 to accommodate all cavity variants. As a containment action, the cavity variants will be received as sorted from supplier and will be used accordingly to manufacture the rd1300-10 neopuff t-piece circuits. The rd1300-10 neopuff t-piece circuit is a single use breathing circuit intended to provide ventilatory support to neonates and infants with respiratory insufficiency. The device is designed to connect to the f&p neopuff t-piece resuscitator or any other gas-powered resuscitator compliant to iso-10651- 5:2006. The user instructions that accompany the rd1300 neopuff t-piece circuit state the following: "ensure pressures are monitored throughout resuscitation." " test resuscitator function with the blue cap in place or after connecting the test lung to the t-piece circuit. Test before using on the patient."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the peep valve of a rd1300-10 neopuff t-piece circuit was stuck and faulty. There was no reported patient involvement.